Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product involved in the reported event was not returned for investigation; however, pictures were provided and confirm the product identification engraving on the product and on the label. The pictures show the bearing and the femoral component. There appears to be witness of some bony ingrowth on the femoral component however this cannot be confirmed due to the poor the quality of the photos. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent knee revision surgery due to a loose uncemented oxford femoral component. Both the bearing and femoral component were explanted. Loosening was limited to the femoral component. Approximately 1-year post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: item name# oxf anat brg lt lg size 4 PMA; item number# 159555; lot number# 7802829. Item name# unknown tibial component; item number# unknown; lot number# unknown. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.